Event description:
Meter name: fast take meter, strip name: fast take strips, meter code: unknown, strip code: unknown, strip storage unknown. Symptoms: blurry vision, sleepy and irritable. A patient reported they were seen in ER. Their meter allegedly would only prompt the apply sample message and then h--. The result on their meter was unable to get a reading on the meter. The result on the ER meter was 16-20mg/dl. The time difference between patient's meter and ER meter was no comparison was performed. Treatment was liquid sugar or ampro dextro to bring blood sugar quickly. Cust was using expired strips and cust thought meter was too cold and put meter on heater applicator. No further info has been reported.